Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -03.00/+6.0/116 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting, elevated intraocular pressure (iop) and significant reduction of irido-corneal angles (the iris was touching the cornea). Another icl lens was not implanted. The cause of the event was calculation error in suggested lens length.